Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet. They forgot to take the insulin pump off and went in the pool with it. The customer reported that none of the buttons were responding. The customer reported that there was fluid inside the display. There was no water visible but there was condensation under the screen. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted. Unit had moisture damage on lcd board during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.